Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0mm x 24mm, eccentric, restenotic target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed resulting to 90% residual stenosis. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.